Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a system failure. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: the device was returned to smiths medical. Visual inspection indicated that the top case was cracked on its front corners, both plunger cases were cracked, and the bottom case gasket damaged. Fluid ingression occurred inside the pump, including: the main board, interconnect board, power supply board, and the plunger board. Ehl could not be download due to a pharmguard error. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Reference the cleaning and care instructions and cautions found in the ?important information" and ?periodic maintenance" sections of the medfusion technical service manual and in the ?important safety information" and ?safety features" sections of the medfusion operator's manual. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.